Manufacturer narrative:
A customer in (B)(6) reported the occurrence of a false susceptible cefuroxime result (mic = 4) in association with the vitek® 2 ast-n270 test kit while testing a pseudomonas aeruginosa isolate obtained from a pregnant woman ((B)(6)). An internal biomérieux investigation was performed. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the appropriate reference method. Raw data are needed in order to assess the growth of the isolate in the vitek® 2 card. Vitek® 2 ast-n270 lot# 6900155403 met final qc release criteria. There were no issues observed on the initial qc performance testing. Note: two of the laboratory reports submitted by the customer show inconsistent aes susceptibility results. The vitek® 2 system automatically stops all aes results of inconsistent for customer's technical review. Unable to confirm the customer's issue as the strain was not submitted.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a false susceptible cefuroxime result (mic = 4) in association with the vitek® 2 ast-n270 test kit while testing a pseudomonas aeruginosa isolate obtained from pregnant woman ((B)(6)). The customer stated that though the result was inconsistent as indicated by the vitek® 2 software, the laboratory technician approved the result and reported it to the treating physician. The patient was treated with cefuroxime. As the patient's health did not improve, she was hospitalized. Upon admission, a second sample was taken from the patient. The organism identification was confirmed to pseudomonas aeruginosa via vitek® ms. Ast testing with the vitek® 2 ast-n270 card provided a cefuroxime result of mic >64 (resistant). The confidence level for this result was consistent and was approved and reported to the physician. Yet a third patient sample was taken and tested in the same manner as previous. The cefuroxime result was mic = 4 (susceptible). Again, the laboratory approved the result and reported it to the physician. The customer also stated that no repeat testing was performed for any of the three testing events. Though the vitek® 2 system indicated the result was inconsistent and required review, the technician did not notice that the result was inconsistent before approving it. The physician indicated that reporting of the discrepant test result led to inappropriate patient therapy. The customer stated that, as a result of these events, the patient gave birth at (B)(6). No information regarding the health of the patient or the infant was provided by the customer. Culture submittals were requested by biomérieux for internal investigation; however, the customer stated the patient isolates are no longer available. Biomérieux investigation will be initiated.